Manufacturer narrative:
Additional information can be found in the following sections: d4, g4, g7, h2, and h10. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No images or videos were shared for the event. A review of the logs shows that this instrument was last used on (B)(6) 2020 on system sk0058 with 4 uses remaining.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi received the small grasping retractor instrument associated with this complaint and completed its investigation. Failure analysis (fa) found the instrument to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Based on the information provided, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient.

Event description:
During a da vinci-assisted surgical procedure, it was alleged there was an issue with a small grasping retractor instrument. The customer completed the procedure without the instrument. There was no report of patient harm, adverse outcome, or injury. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the exact issue with the small grasping retractor instrument was unknown. The instrument was reportedly left in a bin and there was no allegation of any injury to the patient or any fragments falling in the patient. The customer noted that if there was any patient injury, the instrument would not have been left in the bin.